Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. Customer's blood glucose value was unknown. Customer reported that they were getting a lot of random no delivery alarms it happening 3 to 4 times per week, they had to rewind and prime again. Customer stated that thy were hospitalized due to swelling and purulent discharged. The device will not be returned for analysis.